Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): ssr303b implantable pacemaker 2005-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.